Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a subclavian venogram which showed left ventricular lead dislodgement from the implantable cardioverter defibrillator. The lead was reconnected to the device successfully after unsuccessful extraction. The patient was stable and will be monitored. No additional information available.

Event description:
New information received notes the left ventricular lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
A partial lead with the tip measuring 51.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received noted that the patient experienced worsening shortness of breath, weakness, and fatigue on (B)(6) 2017. Also, the reason for left ventricular lead explant on (B)(6) 2017 was noted to be dislodgement leading to ventricular dyssynchrony.